Event description:
It was reported that two (2) devices appeared to have burnt iui connectors. There was no information on patient involvement.

Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
Correction: it was determined through investigation of the returned devices that the initially reported suspect device reported under manufacturer report number 2016493-2026-21715 is a concomitant. Please refer to manufacturer report number 2016493-2026-21716, which captured the correct suspect device per investigation report.

Event description:
It was reported that two (2) devices appeared to have burnt iui connectors. There was no information on patient involvement. Although requested, further information was not provided.